Event description:
It was reported that five phaco tips were blocked, with the number of sterilizations ranging from a maximum of 10 times (5/6/6/4/10). It was also reported that there was patient contact. Through follow-ups, we learned that the events occurred between july 1 and july 12, 2024. The exact dates of the events are unknown. The phaco tips were inside the eye. The treatments were interrupted because the phaco tips needed to be changed. This did not result in any surgical interventions. The materials were discarded. No further details were provided. This report pertains to one of the phaco tips. Four separate reports will be submitted for the other phaco tips.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between 01-12 july 2024. Exact date unknown, as information was requested but not provided. Section d6a - implant date: not applicable. Phaco tips are not an implantable device. Section d6b - explant date: not applicable. Phaco tips are not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the phaco tip is not returning for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.